Event description:
It was reported that the customer had high blood glucose levels and was hospitalized due to severe diabetes ketoacidosis. The mother of the customer reported that event occurred twice around (B)(6) 2013. The mother of the customer also reported that customer has been off the insulin pump for two years already. The mother of the customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please refer to manufacturer's report no. 2032227-2014-72122 as it refers to the same event.